Event description:
The customer alleged the pt's head became entrapped in one of the head siderails(zone 1). The nursing staff extracted the pt's head with no injuries.

Manufacturer narrative:
The hill-rom field investigation reported the facilities model 835 beds do not have siderail inserts and have not been upgraded with hbsw kits. However, the specific bed involved in this event was not located.